Event description:
It was reported that the surgeon was attempting to advance a +23.5 diopter collamer lens in the indigo-p injector and the foam tip plunger over rode the lens and tore the haptic. It was discovered prior to insertion into the patient's eye so no patient contact or injury.

Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation, however, the lens was received and visual inspection shows a small piece of one plate haptic is torn off and missing. There are two small tears in the other haptic. There is clear surgical residue on the lens. It should be noted that the injector, and cartridge were not returned for evaluation. Evaluation conclusions: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, can not be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.